Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/ retraction due to over-retraction. Blood was observed on the sleevehead of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular (rv) lead could not be extended. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.